Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor (gold). The pump had scratched display window. The buttons responded properly and there was no moisture damage on the button keypad. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a prime/fill anomaly. The blood glucose at the time of the incident was 86 mg/dl. The customer's mother stated that they could not finish the rewind loop during priming. The pump alarmed no delivery. The customer tried restarting the pump by removing the battery but it was less than eleven minutes. The customer stated that the act button was not responding. Troubleshooting was not able to resolve the issue. The device was returned for analysis.